Event description:
According to the reporter, during a laparoscopic high anterior resection, the stapler was difficult to remove after firing and when it was removed, the anvil detached. The anvil was removed and the surgeon did a leak test and sigmoidoscopy. The surgeon was satisfied with the anastomosis. One week post operative, the patient was unwell and was taken back to the theatre. The anastomosis was not intact. Patient died from multiple organ failure due to sepsis secondary to anastomotic leak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.